Event description:
It was reported by the affiliate that when (1) device was used during an unknown procedure, the pmw35 device jammed. Another device was used to complete the case. There was no consequence to the pt. 11/2001 additional info from analysis: stapler had clinging staples.